Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date and relevant tests/laboratory data to report device evaluation results. Provided additional informnation at d4 for part number and UDI. Updated report source, PMA/510k for awareness date, additional information for 510k number and updated for report type and follow-up number. Updated for follow-up type, for device evaluation status and method, result and conclusion codes.

Event description:
Per complaint (B)(4), a patient's dental implant was reported to be fractured. The implant was removed six years after initial placement. No adverse patient consequences were reported.